Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy s21 with android operating system version 16. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level and experienced symptoms described as blurry vision and the customer self-managed to consume peach juice and glucose tablets. There was no report of death or permanent impairment associated with this event.